Event description:
The lay user/reporter called lifescan (lfs) in 2007, alleging the one touch ultra2 meter was reading inaccurately high. The medical affairs specialist spoke to the patient four days prior. The patient obtained blood glucose results of "103 mg/dl" with a lifescan meter and "63 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient stated that she has had two separate hypoglycemic events that have occurred over the past month (she could not recall the dates). She reported that she takes lantus 8 units at bedtime and novolog with meals, which is based on a sliding scale. The patient reported that the events occurred at approximately 3:30 pm and 9:00 p.m. She treated herself with food and drink and her symptoms resolved. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the comparison fell outside of the expected range and the patient was found to be hypoglycemic after taking insulin based on the meter results.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.